Event description:
Pt for left knee acl repair with reconstruction with allograft. Part of the disposable reamer used during the procedure was noticed broken after the case by the scrub tech. Approximately 4 mm. Surgeon was called back to the room. Xray was done and piece was noticed in the femur bone. It cannot be removed. Surgeon disclosed to the family. No expected future consequences or anticipated problems expected future consequences or anticipated problems expected per surgeon. Item distributed by (B)(4).